Event description:
It was reported that the product slips off connected IV. Even after checks. Product was not retained.

Manufacturer narrative:
No device was returned for investigation.

Event description:
Additional information received including the event did not happen while a pump was in use with a patient and the device expiration date.

Manufacturer narrative:
Updated device expiration date and additional event information received indicating no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-09856. The report was submitted in error.